Event description:
It was reported that the patient with an implanted artificial urinary sphincter (aus) experienced recurrent urinary incontinence. Physical examination indicated that fluid returned to the pump very slowly after activation and did not fully refill. Multiple attempts to activate and deactivate the device were unsuccessful. Imaging revealed fluid accumulation within the balloon. Cystoscopic evaluation showed that the urethra was intact; however, the cuff remained permanently open, and there was no observable movement indicating pump activation. The device remains implanted, and a replacement was scheduled. No additional information was provided.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that the patient with an implanted artificial urinary sphincter (aus) experienced recurrent urinary incontinence. Physical examination indicated that fluid returned to the pump very slowly after activation and did not fully refill. Multiple attempts to activate and deactivate the device were unsuccessful. Imaging revealed fluid accumulation within the balloon. Cystoscopic evaluation showed that the urethra was intact; however, the cuff remained permanently open, and there was no observable movement indicating pump activation. The device remains implanted, and a replacement was scheduled. No additional information was provided.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the DHR, the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. Based on the information available the cause that contributed to the reported event cannot be established.